Event description:
It was reported that noise was observed during the high voltage lead check. Suspected connection issue. All other lead measurements were normal. On 9/29/10 a new ICD was implanted and the leads were reconnected. The leads remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.